Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported physical damage (scratch) on the pump. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After multiple new batteries and battery caps the unit remained on blank display. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Swapping out test boards confirms blank display was due to crack across u6 on pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. Blank display isolated to pcba 2. Unable to download history files and traces due to blank display. In addition, unit was received with cracked case (battery tube), keypad overlay texture damage, pillowing keypad overlay, overlay scratched, cracked keypad overlay at select button, scratched case and component cracked, broken. In summary, pump receive with a blank display suspected to be due to crack across u6 on the pcba2. Unable to download history files and traces due to blank display. Customers allegations for cosmetic damages were confirmed when scratched case and overlay scratched were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.